Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a secondary set, secure lock, 34 inch that they have collected the tubing found with contaminants embedded in the drip chamber from the pharmacy and their nursing opacs med room and have removed them from their stock. The materials found were black, brown, and white. Upon inspection they cut open the drip chamber and found the material to also be embedded inside the wall of the drop chamber. For the white material, they found that most of them were free floating inside the drip chamber.